Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during knee scope and medial meniscus repair of a radial tear at the posterior aspect of the meniscus, handle had a ctx-r001 reloaded and upon trying to fire the first pass, the upper jaw hinge and the shaft itself separated from the handle. Doctor retrieved one of the metal pieces of the upper jaw hinge. But upon x-ray there was another piece still in the joint. She tried to retrieve that piece but was unable to do so as it cleared the joint with all the flushing and cycling of the knee. A back up device was available. It is unknown if there was a delay but no patient injury or other complications were reported.